Event description:
It was reported that the patient presented to the emergency room. Upon interrogation it was noted that the right ventricular (rv) lead was responsible for an over current detection (ocd) alert delivered for low defibrillation impedance. On (B)(6) 2024 the rv lead was capped, and a new rv lead was implanted. The patient was in stable condition.